Event description:
Device 1 of 2. Reference MFR. Report #3006705815-2017-01499. Follow-up identified surgical intervention took place on (B)(6) 2017 wherein the entire scs system was explanted.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#3006705815-2017-01499. It was reported effective therapy was never established after permanent implant of the scs system. As a result, surgical intervention was undertaken on (B)(6) wherein the entire scs system was explanted. Follow-up identified the reason for the procedure been resolved.